Manufacturer narrative:
B3: unknown; no information has been provided to date. One device was received for evaluation. A visual inspection noted that the was in good condition and no physical damage was found. Functional testing was conducted with the returned device and the customer¿s problem was confirmed as the device alarmed and displayed lec 1260. The root cause was unknown. Service history review identified that the device had not been in before for the related customer stated problem and there were no previous repairs. As a result, the mainboard will be replaced.

Event description:
It was reported that the device exhibited an error lec 1260. There was no patient involvement.